Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported "reported by distributor that patient pain, implant loosening, after x ray, surgeon suggest to perform the revision and the revision date is not identified. Yet."